Event description:
A customer reported that at the beginning of four posterior vitrectomy surgeries, the cassette leaked serum. In all the cases, the cassette was replaced and the surgery was completed without incidences. There were no delays and the pts did not experience any harm.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).